Manufacturer narrative:
Continuation of medical devices: product ID mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the device was deployed more than ten times and captured in the myocardium, but four times were abandoned due to considerable high threshold. At the fifth deployment, both the threshold and the sensed wave were acceptable and implant proceeded. It was confirmed that three tines were engaged. The implantation site was lower septum. However, pacing failure occurred during flossing of the tether. When the delivery catheter or the tether was not touched, pacing failure would not occur and because the threshold was acceptable, the tether was removed while pacing was performed. During the process, pacing failure occurred several times. However, after removing the entire leadless ipg pacing system, there was no problem with the movement of ipg on fluoroscopy and the data was also satisfactory. It was also reported that the leadless ipg dislodged. Subsequently, the ipg was removed, and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.